Event description:
The device was used during a laproscopic sigmoid resection. Reportedly, the handle was defective. The procedure was converted to an open procedure for resection of the proximal sigmoid.